Event description:
It was reported that non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing were observed on the device. Device reprogramming was discussed but unknown if it was performed. No patient symptoms were reported.